Event description:
Fill volume: 550ml, flow rate: (initially at) 14 ml/hr - 10 ml/hr, procedure: shoulder surgery, cathplace: right shoulder. A patient reported that the on-q pain pump ran too fast. The patient had surgery on (B)(6) 2014. While the patient was hospitalized, the pump was changed out for a new pump to prolong pain relief. The patient was discharged with the pump on (B)(6) 2014. The saf dial was originally set 14ml/hr; the patient then adjusted the dial to 12ml/hr and then to 10ml/hr to prolong infusion time. At the end of infusion therapy, the saf dial indicator was between the 8ml/hr and 10ml/hr. On (B)(6) 2014, the pump looked like an apple core and was empty. The patient stated that he may have slept on the pump causing it to flow fast. The patient did not have any pain nor signs or symptoms of toxicity or injury and was in stable condition. The patient also experienced feeling warm and excessive sweating from the local anesthetic during the infusion. Per the follow-up with the anesthesia pain nurse, the replacement pump was placed on (B)(6) 2014. The nurse reported she expected the pump to complete on (B)(6) 2014 and did not believe the pump delivered too fast. The nurse had followed-up with the patient daily and provided the patient with instruction on how to use the saf dial.

Manufacturer narrative:
Method: the device was reported to be available for analysis and we are pending its return. At this time a review of the device history records is in progress. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.